Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer stated that they received erroneous results for two patient samples tested for troponin t hs (high sensitive) stat (short turn around time) - tnths stat. Of the two samples, one is reportable as a malfunction. The sample initially resulted as 0.058 ng/ml when tested on an e602 analyzer and this value was reported outside of the laboratory. The customer runs patient samples in duplicate, so it was repeated, resulting as 0.014 ng/ml using the e411 analyzer. The sample was also repeated a second time, resulting as 0.057 ng/ml. The patient was not adversely affected. The tnths stat reagent lot number was 187548, with an expiration date of 12/31/2016. It was noted that the sample was measured in a siemens dimension cup placed on top of a tube.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A hardware issue was detected by the field service engineer. It was found that an aspiration tube of a pipette came off from a pulley. It could not be excluded that the used secondary tube caused issues.

Manufacturer narrative:
The customer has clarified that the repeat result of 0.057 ng/ml was actually from a new sample collected from the patient. The customer also clarified that the repeat results of 0.014 ng/ml and 0.057 ng/ml were reported to the physician. No adverse event was reported.